Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. This report is the final report being submitted by vasorum unless otherwise requested by the FDA.. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. Code 4247 for investigation findings was chosen as there was no suitable code for "suspected manufacturing problem" identified.

Event description:
It was reported that the incident involved a patient who was undergoing a vascular procedure. At the end of the procedure dr attempted to close the puncture with a 5f celt acd device. After turning the handle of the delivery system in a clockwise manner, dr was unsure as to whether the distal wing had opened correctly or not. Dr tried to verify this with fluoroscopy but was still unsure. Dr then proceeded to pull back the delivery system attached to the sheath and the device with the un-deployed implant came completely out of the patient. Dr applied manual pressure and hemostasis was successfully achieved. After removal from the patient, the handle of the deployment system was turned in a counter clockwise direction and this resulted in the opening of the proximal wing. There were no complications and patient was discharged on time.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. This report is the initial report being submitted by vasorum, follow up report will be submitted once investigation is completed. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that the incident involved a patient who was undergoing a vascular procedure. At the end of the procedure dr attempted to close the puncture with a 5f celt acd device. After turning the handle of the delivery system in a clockwise manner, dr was unsure as to whether the distal wing had opened correctly or not. Dr tried to verify this with fluoroscopy but was still unsure. Dr then proceeded to pull back the delivery system attached to the sheath and the device with the un-deployed implant came completely out of the patient. Dr applied manual pressure and hemostasis was successfully achieved. After removal from the patient, the handle of the deployment system was turned in a counter clockwise direction and this resulted in the opening of the proximal wing. There were no complications and patient was discharged on time.